Manufacturer narrative:
Neither the device nor films of applicable imaging were returned to the manufacturer for evaluation. Hence, a definitive root cause for the reported event could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion. Intra-op, inner shaft of the inserter broke during manipulation of the implant. No patient complications were reported.